Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with a percutaneous lead on (B)(6) 2010. It was reported that the pt was without stimulation. A diagnostic test revealed that three of her lead contacts exhibited invalid impedance measurements. The pt underwent reprogramming; however, the issue remained. Three additional electrodes were found to have invalid impedance readings. A lead fracture was later confirmed. Surgical intervention was undertaken on (B)(6) 2011 to replace the affected lead and effective stimulation was recaptured for the pt. No further issues were reported.